Event description:
It was reported that a patient presented to the ER with complaints of a burning sensation near the device system. Upon interrogation, loss of capture was observed and x-ray revealed lead dislodgement. Lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.